Manufacturer narrative:
Patient information was unavailable from the site. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar. It was reported that the system stated there was a collimator error on the pendant. The site rebooted the system and the error message went away. There was a reported delay of 4 minutes and no impact to patient outcome.